Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 11/08/2018. The field service engineer (fse) evaluated the device and verified the reported condition and replaced the power management (pm) printed circuit board assembly (pcba) and the alternating current (ac) inlet to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator only operates on battery. The ventilator was not in use on a patient at the time of the event occurred. The event date was not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 26jan2019. The power management (pm) printed circuit board assembly (pcba) was received at philips for failure investigation. The pm pcba was installed into a test ventilator and tested. The reported condition was not verified. The test ventilator passed all testing. The product met specifications. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.